Event description:
The customer stated that patient treatment has been delayed and patient care has been affected due to a backorder of the immulite 2000 prostate specific antigen (psa) reagent. The customer expected to release patient results on (B)(6) 2013 and cannot do so because psa reagent is not available.

Manufacturer narrative:
Siemens investigated the incidence of positive bias on immulite 2000 psa assay, and a positive bias of 20-23 percent relative to who 96/670 was confirmed. An urgent medical device recall (umdr) - umdr2013-06-25 immulite/ immulite 1000/ immulite 2000/ immulite 2000 xpi psa positive bias to who 96/670 - was sent to customers in june 2013. The umdr stated that customers were to discontinue use of the product and discard affected kits remaining in their inventory. The umdr also stated that there were no replacement psa kits available at the time. Customers were advised to contact their local siemens representative for assistance determining appropriate psa testing solutions for their laboratories. The umdr lead to the backorder of psa reagent. The cause of the positive bias on the immulite 2000 psa assay is a control system deficiency.